Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the original white cartridge did not fit to the jaw and came off easily at the first firing. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.